Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion into the patient's left tibia the ez-io driver lost power when it was half way in the patient. At which time, the clinician manually inserted the io the rest of the way and treatment was provided to the patient. They do not know if this caused a delay in treatment and there was no patient death or complications reported. The patient was in ICU under hospital care for three days and expired.